Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen would intermittently go blank when the customer attempted to deliver a bolus. There was no impact to the customer's blood glucose levels. Reportedly, the bolus was still delivered as expected when the touchscreen light came back on. It was indicated that the current pump would continue to be used for diabetes management until the replacement pump is received.